Event description:
The catheter was inserted 2006 in the left saphenous vein. About 3 days later, leakage was indentified at the insertion site. Upon removal of the IV, the adapter appeared normal but the tip of the catheter remained in the insertion site. The catheter tip was removed with a pair of tweezers. It was also reported that the clinicians often have to poke the pts several times to insert the IV's.

Manufacturer narrative:
The sample has not yet been received for analysis. A supplemental report will be submitted upon receipt of the sample and completion of the investigation.